Event description:
Customer reported galileo did not detect antibodies in patient samples. Examples of anti-d, anti-m and anti-jka were not detected but were detected by manual capture-r ready-screen testing.

Manufacturer narrative:
The investigation is ongoing.